Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that a cable broke in the jaws of the mega needle driver instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed the event date as (B)(6) 2025 and detailed the issue as a mega needle driver instrument cable breaking during an umbilical hernia repair with mesh surgical procedure. No patient harm or injury was reported, and the procedure was completed successfully using a backup instrument. No fragments fell into the patient.